Event description:
It was reported that at least 2 bd alaris¿ pump module smartsite¿ low sorbing infusion sets experienced flow issues. The following information was provided by the initial reporter: chemo treatment - drug infusion time longer than expected. Nurse noted IV tubing was pulling from both main line and secondary bags at the same time.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot#: 22045594, medical device expiration date: 2025-04-11, device manufacture date: 2022-04-05 , medical device lot#: 22045369, medical device expiration date: 2025-04-08, device manufacture date: 2022-04-02. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. It was reported by the customer that the drug infusion time took longer than expected could not be verified due to the product not being returned for failure investigation. A device history record review for model 11532269 and lot numbers 22045594 and 22045369 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set of lot. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that at least 2 bd alaris¿ pump module smartsite¿ low sorbing infusion sets experienced flow issues. The following information was provided by the initial reporter: chemo treatment - drug infusion time longer than expected. Nurse noted IV tubing was pulling from both main line and secondary bags at the same time.